Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. Testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot 210199 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 210199 and device part number 195-430h / lot 207404. The lot met the required release specifications. A review of the complaints reported as conflicting patient results (confirmed and unconfirmed, conflicting results) related to kit lot 210199 showed that the complaint rate for false positive is (B)(4), and that the complaint rate for false negative is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The costumer reported a conflicting patient result with the binax now covid-19 antigen self-test performed on (B)(6) 2022 that generated a negative result. Repeat testing was performed on the same day using the binax now covid-19 antigen self-test and generated a positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.